Manufacturer narrative:
Device evaluation: analysis of the returned device identified: encapsulation, opening extended on the posterior side and underweight. A visual and microscopic analysis was performed which identified sharp opening on the posterior side due to a surgical impact opening. Based on the device analysis the final assessment is: a sharp opening on the posterior side due to a surgical impact opening. A striated opening on the anterior side due to surgical damage consistent with the use of some surgical tool.

Event description:
Physician reports right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports right side rupture. The device has been explanted and replaced.